Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the device was explanted prematurely possibly due to patient compliance. The implantable neurostimulator was explanted because it was not helping her pain. Troubleshooting/additional diagnostics were unknown. Additional steps taken to attempt resolving are unknown. The date of explant is unknown. The issue was resolved at the time of the report. There were no further complications reported or anticipated.